Event description:
Additional information received reported that the patient was revised to a 2x8 paddle and was currently receiving therapy.

Event description:
It was reported that a patient was having intense pain at the spinal site. It was stated that the following healthcare professional (hcp)¿s current plan was to revise on 5/20 to give the patient a smaller paddle (2x8). It was noted that the caller was notified of this issue this morning. It was stated that the patient¿s pain had been increasing since implant. It was noted that the hcp wanted to rule out allergy so device specifications were requested. It was noted that the caller called yesterday asking about allergy kits but had not known at the time it was regarding a specific patient.

Event description:
Additional information received reported that the 5-6-5 lead would not be returned. It was stated that the 2x8 lead was in device registry. It was noted that the manufacturer's representative had an emergency and had to disconnect the call abruptly.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).